Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose of 29 mg/dl at the time of the incident. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was using an old infusion set possibly a recalled set. No further information was provided. The insulin pump will not be returned for analysis.

Event description:
Additional information was received. The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was having a normal day where they bloused for a meal and started going down. The customer was treated by paramedics but declined hospitalization. The customer was given intravenous fluids to treat. The customer experienced symptoms such as feeling tired, cold, confused, weak, shaking, tense thighs, and curling toes. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event.